Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd syringe luer-lok¿ tip with bd precisionglide¿ needle was found leaking as ¿the syringe was leaking out of the barrel.¿ there was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one 3ml luer lok syringe with 25gx 1 needle in opened blisterpack was received by bd canaan for investigation and it was confirmed to be from lot number #4332966, catalog # 309581). Syringe was returned with medication residue inside barrel. Based on visual examination of the returned sample, no cracked barrel was observed. No leakage was observed during drawing and expelling. The reported issue could not be verified. DHR review for batch 4332966 (p/n 309581): manufacturing dates:12/22/2014 to 12/29/2014. Batch quantity was 705,600. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4332966 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: root cause not required as no defects were confirmed.